Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that there was a pin pushed back in the connector. It was determined that this was caused from misalignment of the connector when it was plugged in. It was determined this would cause an e2 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse, and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the motor device had an e2 error code. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.